Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient's relative reported ¿ball that was detected via a mammogram," undulations, patient is concerned and capsular contracture baker grade iii. The left side device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Device has been explanted and replaced. Healthcare professional reported "tiny cysts", "small amount of fluid". Patient reported "prostheses were removed due to the recall".